Event description:
The contact stated that the customer tested his blood glucose and rec'd readings of 600 and 250 mg/dl within 10 mins of each other. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The contact did not allege the customer experienced any adverse events. The strips are to be returned for eval, and replacement strips will be sent.